Manufacturer narrative:
H4: the lot was manufactured between may 18, 2023 - june 1, 2023. H10: the actual device was received for evaluation. A visual inspection was performed, and it was noted that the bladder had ruptured in two pieces. The ruptured bladder was examined for any signs of abnormality, and no signs of abnormality were observed on the external and internal surfaces of the bladder, the rupture line and stressmember. The reported condition was verified. The cause of the reported condition was undetermined; however, may be due to a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of an extra large volume intermate ruptured during filling with normal saline. The balloon (reservoir) was separated from the tube resulting in the fluid leaking in the device housing. There was no patient involvement. No additional information is available.